Event description:
It was reported that 14 months following anterior and posterior repair procedures, the pt experienced a lot of pain in her upper vaginal space. The dr examined the pt in her office and found the area inflamed and noted a serous fluid pocket between the bladder and the vaginal wall. The pt was hospitalized and placed on antibiotics. The pt returned to the dr's office approximately 2-1/2 weeks following discharge from the hospital complaining of pain. Exploratory surgery was performed in 2007 by another dr. The dr noted that parts of the implants were infected. He observed exposed dehiscence of the vaginal mucosa and that the tissue had dissipated in places and was encapsulated. The dr noted pockets of infection. The dr removed the anterior and posterior implants. The pt is currently described as doing fine. No further complications have been reported.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown; therefore, no review of the device history record could be performed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Wound infection, discharge, and odor are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections. Cardiovascular disease etc) further increases the chances of possible wound infection, discharge, and odor. Baseline report previously provided.